Event description:
During the procedure, while the physician pulled the cypher select+ stent back into the vista brite tip guiding catheter, the proximal edge cypher select+ stent was caught at the tip of the guiding catheter and the stent became dislodged on the fielder fc guide wire. The target lesion was located in the proximal left anterior descending (lad) artery. The lesion was described as de novo, 90% stenosed, with heavy calcification. The reference vessel was moderately tortuous. Femoral approach was chosen for the procedure. Initially a vista brite tip guiding catheter was engaged to the target lesion, but it was not a coaxial engagement due to the small aorta. Therefore, a different vista brite tip was used, although it was not fully coaxial with the vessel. A rotablator and pre-dilation with a flextome cutting balloon were conducted and a 2.5x23mm was delivered to the target lesion, but it would not cross the target lesion due to calcification of the lesion. The physician pulled the cypher select+ stent back into the guiding catheter for additional pre-dilation, but the proximal edge of the cypher select+ stent was caught at the tip of the guiding catheter and the stent dislodged on the fielder fc guide wire at the left main trunk (lmt). The guide wire crossed distally to the target lesion and the guide catheter remained engaged. It was unknown if the stent was flared. Therefore, the cypher select+ stent delivery system (sds) was retrieved from the patient and the dislodged cypher select+ stent was retrieved from the patient using a snare catheter. A different 2.5x23mm cypher select+ stent was successfully implanted. The procedure was completed and the patient was discharged in stable condition. The sds and the cypher select+ stent were clinically used and were returned for analysis.

Manufacturer narrative:
The product has been returned for evaluation, but the analysis is not yet complete. Concomitant devices include an encore inflation device, rota wire, rinato, fielder fc, trek guide wire, brite tip guiding catheter, tazuna balloon catheter, radifocus sheath, rotablator, and flextome. (B)(6) cypher product (cjs) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). Additional information will be submitted within 30 days from receipt. The physician did not indicate any anomalies prior to use. The physician felt that the cause of the stent dislodgement was because the guiding catheter was not coaxially engaged and so the stent was caught at the tip of the guiding catheter and dislodged. It was confirmed the stent did not migrate. The cypher stent was dislodged in the lmt. No excessive force was applied with the device at any time during the procedure. There was difficulty tracking the sds to the target lesion. The stent was caught at the heavily calcified point and didn't cross the target lesion. There was no patient injury. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15134114 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. Nonconformances: no nonconformance records were issued for this lot. Process monitoring: no excursions were found for lot 15134114. Pre-sterile assy cypher select subassembly lot 15134116 was reviewed. It was observed during review of this lot that no nonconformances were generated and no other incidents were noted that could be potentially related to the complaint reported. (B)(4) units were rejected during the assembly of lot 15134116. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. Crossing profile inspection records were reviewed and this lot was deemed acceptable. Fpi and lpi crossing profile test results were reviewed and no anomalies were found. Stent crimped process and stent retention values were reviewed and no anomalies were encountered during manufacturing process of this lot.

Manufacturer narrative:
The product was returned for analysis. (B)(4) cypher product (cjs) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). During percutaneous coronary intervention (pci), a cypher stent dislodged while pulling back into the guide catheter for removal after it failed to cross a calcified lesion. The dislodged stent was removed from the patient and the procedure was successfully completed with the implantation of another cypher stent. There was no injury to the patient. The target lesion was located in the proximal left anterior descending (lad) artery. The lesion was described as de novo, 90% stenosed, with heavy calcification. The reference vessel was moderately tortuous. Femoral approach was chosen for the procedure. Initially a vista brite tip guiding catheter was engaged to the target lesion, but it was not a coaxial engagement due to the small aorta. Therefore, a different vista brite tip was used, although it was not fully coaxial with the vessel. A rotablator and pre-dilation with a flextome cutting balloon were conducted before a 2.5x23mm cypher select + was delivered to the target lesion, but it would not cross the target lesion due to calcification of the lesion. The physician pulled the cypher select + stent back into the guiding catheter for additional pre-dilation, but the proximal edge of the cypher select + stent was caught at the tip of the guiding catheter and the stent dislodged on the fielder fc guide wire at the left main trunk (lmt). The guide wire crossed distally to the target lesion and the guide catheter remained engaged. It was unknown if the stent was flared. Therefore, the cypher select + stent delivery system (sds) was retrieved from the patient and the dislodged cypher select + stent was retrieved from the patient using a snare catheter. A different 2.5x23mm cypher select + stent was successfully implanted. The procedure was completed and the patient was discharged in stable condition. The physician did not indicate any anomalies prior to use. The physician felt that the cause of the stent dislodgement was because the guiding catheter was not coaxially engaged and so the stent was caught at the tip of the guiding catheter and dislodged. No excessive force was applied with the device at any time during the procedure. There was no patient injury. The sds and the cypher select + stent were clinically used and were returned for analysis. One non-sterile cypher select + (B)(4) 2.50 x 23mm was received coiled inside a plastic bag. The stent was received separated from the sds and caught by a snare catheter. The stent was expanded. The ends of the stent were damaged (stretched, bent and flared). The balloon was received folded and bumping and crimping marks could be observed on it. Dimensional analysis for crossing profile could not be performed due to the received condition of the unit. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported dislodge failure was confirmed since the stent was received out of the balloon. The exact cause of the failures experienced by the customer could not be determined. Neither the DHR review nor the product analysis suggests that the reported failures and stent damages could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken. The instructions for use (IFU) indicates that should any resistance be felt at any time during either lesion access or removal of the sds pre-stent implantation, the system should be removed as a single unit. When removing the sds as a single unit, do not retract the delivery system into the guiding catheter or sheath. Failure to follow stent/sds removal instructions and/or applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and/or sds components. Additionally, it was not reported that the physician inflated the stent during the procedure, however the stent was received expanded from the hospital. It was unknown when the stent was inflated. The IFU indicates to not induce a negative pressure on the delivery catheter before placement of the stent across the lesion. This may cause premature dislodgment of the stent from the balloon. Based on the information provided, there are possible vessel characteristics (heavy calcification) and procedural factors that may have contributed to this event.

Event description:
It was not reported that the physician inflated the stent during the procedure. But the stent was observed like expanded when it was returned to the site from the hospital. So it was unknown when the stent was inflated.